Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, oversensing on the device was noted. No further intervention was performed and the device will continue to be monitored only. The patient was stable with no adverse consequences.

Event description:
New information was received that the device was reprogrammed to resolve the event and the patient was in stable condition.